Event description:
It was reported that during a shift check, the autopulse platform displayed an error code but the customer does not recall exactly what it was. The crew thinks it was error code 41 or 45. It is unknown if the crew tried to clear the error code. The platform could not be re-booted/re-started. No patient involvement was reported. No further information was provided.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 09/09/2013 for investigation. Investigation results as follows: visual inspection of the returned platform was performed and found no anomalies. A review of the archives found multiple user advisory 41 (patient temperature sensor failure) occurring on (B)(6) 2013. Functional testing of the returned platform was performed and found no anomalies. Additional testing found the temperature sensor to be functioning properly within specification. In summary, the reported complaint of the platform displaying an error code was confirmed. The platform underwent and passed all functional testing.